Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve, a non-medtronic guidewire caught the frame and dislodged the valve into the ascending aorta. An additional transcatheter bioprosthetic valve was successfully implanted in the annulus. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.